Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm ,vicmo13.2, -17.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. High vault and angle closure with elevated iop was observed. It was reported that medical intervention (antiglaucomateous treatment) was performed while waiting for surgery. It was recently reported that lens exchange was performed and that the patients current condition is very well. In the reporters opinion the cause of this event was " other: wtw value of the patient may cause an error in calculation of lens diameter, the lens must be exchanged by a 12.6mm lens." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.